Manufacturer narrative:
Pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Pump received with scratched lcd window.

Event description:
Customer's parent reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.